Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that on a call they inserted the 25mm ez-io needle. Once inserted they were not able to detach the hub from the cannula. They then used another needle to gain access. The patient expired even though it is not believed that the delay was the cause of death. No sample available for investigation.